Manufacturer narrative:
The insulin pump had intermittent button/keypad response due to a flattened act button/keypad dome.

Event description:
The customer's wife called stating that the buttons were not responding on the insulin pump. The customer pressed a button to exit the manual prime screen, but the insulin pump did not exit. The insulin pump remained in the manual prime screen and the customer connected to the infusion set. The customer received a large amount of insulin and had to be treated by the paramedics due to low blood glucose. No blood glucose reading was reported.